Manufacturer narrative:
Medical devices: patient medications include but are not limited to: metapropril tartrate, aspirin, simvastatin. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: incomplete component deployment, occlusion of native vessel. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and right common iliac artery aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system; and gore® excluder® iliac branch endoprostheses. It was reported that when the prepping the iliac branch component for use, the physician had a great deal of difficulty when removing the protective packaging sheath from the device. After multiple attempts, the physican gave it a ¿hard¿ pull and the sheath came off. The device was examined for any damage and found to be fit for use. The device was then advanced up and over the bifurcation for deployment when it was noticed that wire access had been lost. The physician withdrew the undeployed device from the patient to regain wire acess and at this time noticed that the deployment line seemed loose and the graft seemed to have been pushed forward onto the leading olive. The physican chose to set this device aside and another iliac branch component was implanted. The physician then advanced and deployed the trunk ipsilateral leg component, but was able to cannulate the contralateral gate. After multiple unsuccessful attempts to cannulate the gate the physician performed an aorto uni iliac and a femoral bypass. The patient tolerated the procedure and is doing well.